Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50e, serial #: (B)(4), description: infinion 1x16 perc lead and splitter 2x8 kits.

Event description:
A report was received that the patient was experiencing severe pain in the left foot following a trial procedure. The physician believed that the pain was not device related. It was noted that during the procedure the physician had difficulty passing the leads in one specific area and suspected to have touched a nerve at some point which was believed to have contributed to the symptom.